Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed. The reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. On (B)(6) 2025 at 11:26:03, an atypical power cable disconnect alarm was captured while connected to heartmate 14v li-ion batteries that was not associated with a routine power source exchange. The alarm was due to the relative state of charge (rsoc) voltage on the black power cable fluctuating below the alarm threshold. The alarm resolved when the rsoc voltage on the black power cable returned to the expected voltage range. The atypical power cable disconnect alarm did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage and power cable disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's spouse called clinic concerning low voltage alarms while connected to 14v batteries on (B)(6) 2025. The patient was advised to clean the contacts on the batteries to make sure it was well connected. The same problem occurred on (B)(6) 2025. The system controller was exchanged which resolved the alarms. The event log file captured a random "connect power" event on (B)(6) 2025 at 11:26 while using battery power. There were also some low voltage advisory events on (B)(6) 2025 23:58-23:59 on battery power due to normal battery depletion.